Event description:
The customer contacted physio-control to report that their device had the service wrench icon showing in the readiness display. The battery charge icon was showing empty. Upon device evaluation by physio-control it was observed that inserting a new battery did not solve anything. It was also observed that the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported failure was due to a liquid infiltrating in the device, which caused rust and corrosion inside the device. The rust made a hole in the energy discharge capacitor. The oil in the capacitor leaked across the parts inside the device, causing plastic to degrade and break. Furthermore it was observed that the device displayed a service wrench icon and that the battery indicator in the readiness display and on the lcd showed 1 bar for the battery charge, while the battery itself had 4 leds for the battery charge. A replacement device was provided to the customer under warranty.